Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products - 00771101120 femoral stem 12/14 neck 62045008, 00620005822 shell porous 62086030 & 00801803602 femoral head 62177097. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03433 & 0002648920-2017-00337.

Event description:
It was reported that the patient underwent a closed reduction approximately five years post-implantation due to dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This device will be reported under medwatch# 0001822565-2018-01055 as the incorrect manufacturing site was reported initially on this medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.